Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive. The hard drive was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi system was booting up with a 253 error code. No patient injury reported.